Event description:
During a diagnostic laparoscopy the surgeon was unable to push the r0708 into the abdomen because the safety shield would not retract. Another r0708 was used successfully to complete the case. There was no consequence to the pt.